Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 4/27/2017 returned test strips produce high readings. Most likely underlying root cause of high results is due to improper storage: vial was left open for an extended period of time. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 134 and 176mg/dl. The customer's expected fasting blood glucose test result range is 85 to 87mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results (with the use of our meter). The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 171 and 154mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/29/2018 and open vial date is approximately three weeks ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that she is getting high blood error. Customer states that she is have been getting lots of e-1 errors. Customer states that her normal glucose range is 85-87mg/dl fasting and her results never go over 120mg/dl. Customer test 4 times a day. Customer states that on (B)(6) 2017 she had to go to the hospital because she was having hot flashes and feeling shaky. The hospital visit on (B)(6) 2017 was related to diabetes but customer was not using our meter at that time. Customer states that she was release that same day. Customer states that she did not receive any medication. The hospital run some test on her and advise her that everything is fine she just need to drink water. Check meters memory and the time and date is not set correctly.